Event description:
Reporter (nurse) states customer obtained discrepant blood glucose results of 22 mg/dl back to back with a blood glucose result 32 mg/dl on the complete system, compared to a blood glucose result 154 mg/dl obtained on a nursing home facility professional system within 10 minutes. Nurse stated "customer was not in any distress at the time of his low readings." No action was reportedly taken, no treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.